Event description:
During an ercp procedure the physician used a wilson-cook tracer hybrid wire guide. A sphincterotome was used in conjunction with the wire guide for cannulation into the common bile duct. Additional info provided with the report indicated that during the procedure a small piece of the wire coating had detached from the common bile duct. The pt was reported to have had no adverse effects due to this procedure.